Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd eclipse¿ needle with slip-tip hub configuration, the device experienced a broken needle. The following information was provided by the initial reporter. The customer stated: when they inject oily liquid, the product forces and the needle breaks.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd eclipse¿ needle with slip-tip hub configuration, the device experienced a broken needle. The following information was provided by the initial reporter. The customer stated: when they inject oily liquid, the product forces and the needle breaks.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 2108008. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for further evaluation by our quality engineer team. The retained samples were assembled with a bd discardit 2ml syringe. None of the retained samples showed any signs of defective connection or of leakage. Based on the investigation results, an exact cause related to the manufacturing process could not be identified for this reported incident. We can confirm that all results of engagement force were found to be within specifications prior to the release of this lot number. Smartslip technology ¿ has been introduced to help ensure a secure connection is made.

Event description:
It was reported when using the bd eclipse¿ needle with slip-tip hub configuration, the device experienced a broken needle. The following information was provided by the initial reporter. The customer stated: when they inject oily liquid, the product forces and the needle breaks.